Event description:
Customer reportedly received the following results on the compact system: within 10 minutes: 25 mg/dl and 108 mg/dl and within 10 minutes: 21 mg/dl, 23 mg/dl, and 121 mg/dl no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.